Event description:
User reported a hypoglycemic event on (B)(6) 2026. The user refused to provide any details. As such, no further investigation could be conducted.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user did not provide any details regarding the hypoglycemic event that occurred on (B)(6) 2026. On a related complaint about sensor inaccuracy, a sensor replacement was approved due to system performance, and the device requested for further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. Dms records show that the user stopped using the system on the (B)(6) 2026.the user shared an example of the discrepancy: (B)(6) 2026 - 10:20 am (mst) - sensor value 172 mg/dl - meter value 55 mg/dl. A review of the dms data revealed that on (B)(6) at 12:20 pm est user's sg was 170 mg/dl and no bg was entered. User's sg was trending down but did not reach close to reported bg value within the expected timeframe.investigaiton on the physical device was not possible since the device was not returned. A review of the in-vivo sensor glucose data showed periods of variable glucose data with occasional sg/bg mismatch, however, the raw sensor data did not reveal any anomalies. No clear cause for the variability could be identified, but the potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a sensor replacement as part of the resolution.